Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a defective cvc catheter. Visual analysis revealed that the medial extension line had separated directly adjacent to the luer hub. Despite this, it cannot be determined if a portion of the extension line is still within the luer hub. Therefore, the root cause cannot be determined without the actual sample returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through examination of the customer supplied photo. The image showed the medial extension line had separated directly adjacent to the luer hub; however, the actual complaint sample was not returned for evaluation. A device history record review was performed with no relevant findings. The probable cause of separation cannot be determined without the actual sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During time of insertion hub fell off extenstion line. No harm to patient. Delay in procedure to place a new line. Patient condition reported to be fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
During time of insertion hub fell off extension line. No harm to patient. Delay in procedure to place a new line. Patient condition reported to be fine.